Event description:
As reported: preoperative diagnosis: anterior communicating artery aneurysm surgical name: transcatheter stent-assisted embolization of intracranial aneurysm intraoperative angiography results: dsa 3d imaging showed that the distal diameter of the parent artery was 2.4 mm, and the proximal diameter was 2.3 mm. Brief description of the surgical process: femoral artery puncture was successfully performed, and a delivery catheter and a middle catheter were inserted. Under the guidance of a traxcess 14 guidewire, the microcatheter (headway 17) was advanced to the a2 segment of the ipsilateral anterior cerebral artery. The embolization microcatheter was selected into the aneurysm cavity through the microguidewire, and the first prime coil (1.5mm×4cm) was successfully deployed to form a basket. A self-expanding intracranial stent (lvis jr. 2.5mm×17mm) was to be implanted for assisted embolization, and the stent was delivered to the tip of the headway 17 microcatheter for deployment. During the operation, the lvis jr stent was delivered to the a2 segment through the headway17 microcatheter. When the stent was normally deployed to approximately half, insufficient tension of the delivery system was found, and the stent system became unstable. Later, the entire stent system collapsed to the end of a1. During the stent retrieval process, about a quarter of the stent was retracted into the lumen of the stent microcatheter, but the distal tip could not be smoothly retracted into the microcatheter, and repeated attempts to retrieve it failed. The entire stent and catheter system were removed from the patient. The stent was pushed out of the catheter while outside the patient and inspection revealed deformation at the distal tip of the stent. Another stent of the same model was used to continue the procedure. There was no medical or surgical intervention to remove the catheter and stent. The patient's vital signs were stable after surgery, with clear consciousness. No obvious abnormalities were found in the examination. A re-examined head CT showed no new hemorrhage or infarct. After close monitoring and symptomatic supportive treatment, the patient recovered well and has now been successfully transferred to the general ward for continued rehabilitation. No other incident information was provided.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned stent system found the pusher body coil detached from the proximal marker band, which would have caused or contributed to the resistance during retraction/resheathing as described in the reported event. However, the adhered condition of the distal end of the stent described in the reported event was not present on the returned stent. The stent was able to advance, retract, and deploy from the returned microcatheter without resistance when loaded onto an undamaged in-house pusher during the investigation. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the pusher body coil detaching from the proximal marker band, but this condition is consistent with the pusher experiencing forces exceeding its tensile strength. The investigation of the returned microcatheter did not find any damage or other anomaly that would have caused or contributed to the reported complaint.

Event description:
No additional incident information was received; however the evaluation of the returned device is completed. Please see h6 & h11.